Event description:
On (B)(6) 2013 during review of the patient¿s programming history high impedance was observed to have occurred on (B)(6) 2010. The patient¿s device appears to have been disabled on (B)(6) 2010 as high impedance was still observed that date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.